Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating pentax forceps model kw-2422s/serial (B)(4) broke after 3 to 4 uses. According to the facility, the forceps broke during procedure. The product involved in the event was initiated for return to pentax for inspection. Replacement product was sent to the customer. The product involved in the event was received by pentax medical. A visual and functional inspection was performed by the pentax technician who confirmed no visual or functional defects. Pentax medical contacted the initial reporter via telephone to relay the findings of the inspection. The initial reporter stated the forceps would not open and also confirmed there were no injuries to the patient or user, nor any delay during the procedure.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The forceps involved in the event were sent to the manufacturer for evaluation. The manufacturer's evaluation, received on 07/05/2016, confirmed the cups of the forceps showed damage possibly caused by force. In addition, the pentax engineer tested the functionality of the forceps and no defects were noted.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, a device history review was performed confirming the forceps was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Given the manufacturer's evaluation, it reasonable to conclude that the damages to the cap of the forceps was possibly caused by force. The IFU cautions the user to "never apply excessive pressure when introducing any accessory since the instrument channel or the accessory may be damaged." Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.